Event description:
Clinical trial; same case as mr report#6000089-2007-00148, same patient as MFR report #: 6000089-2005-01180. It was reported that 534 days following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly calcified, 80% stenosed, 2.7x15mm lesion of the mid lad (left anterior descending) and was treated with predilation and placement of a 2.5x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. Six months later, the patient developed in-stent restenosis of the index stent and a second taxus express2 drug eluting stent was implanted. The patient developed diffuse in-stent restenosis of the mid lad 534 days following the initial procedure. A cutting balloon was used to treat the in -stent restenosis and the patient was discharged two days later. The investigator reported that the relationship of the device to this event was "probable."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.